Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The customer returned model: hx-202ur quick clip (lot#93k 18) for evaluation. A visual inspection was performed on the received condition and noted evidence of the clip being deployed. The clip has evidence of damage and noted the clip was detached into two pieces, with the clip pipe detached exposing the spring. The clip arms were in the open position. The insertion portion was checked and did not find any kinks or any external damages. The handle was manipulated and the movement is consistent and smooth. The exact cause of the reported event cannot be determined.

Manufacturer narrative:
The clip was not returned to the service center for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified therapeutic procedure, the clip would not deploy properly and the tail appeared to be a spring. There was no bleeding reported. A second clip was opened to complete the intended procedure. No other equipment was replaced during procedure. There was no patient injury reported.